Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. The reported event of a an unknown transmitter error is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.